Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that lights flashing on controller board. A field service engineer replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer did not detect on communication bus, preventing user from removing the required medication.the customer stated that user was able to fetch the medication elsewhere for the patient.there were no adverse events or injuries reported based on this event.